Manufacturer narrative:
One (1) sample was returned for evaluation without its original packaging, inside a plastic bag in decontaminated condition with the needle activated and with missing component luer cap. The sample was evaluated by introducing distilled water with a syringe to verify that the liquid flowed correctly. During the functional test it was detected that the distilled water passed through the sample without difficulty, no leaks were detected in the sample. The complaint was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gripper leaks through the unused two-way valve without obstructing the main line. The patient received some of the injected medication on his shirt due to the leaky valve, without any further consequences. There was patient involvement, but no patient harm/adverse event reported.